Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. Analysis of the device memory revealed no anomalies were found.

Event description:
It was reported that there was premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Event description:
It was reported that there was premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 6940-52, implanted: (B)(6) 2003. (B)(4).